Manufacturer narrative:
A2: age at time of event: 51 (units not reported). B3/d10: the event occurred on an unspecified date in december 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of the caps on an amia cassette were found to be loose; described as ¿a lot of the caps on the patient line are not on tight¿. This was identified in the morning after use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.